Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097083.

Event description:
Related manufacturer reference number 3006705815-2023-07092. It was reported the patients ipg became inoperable following an unrelated surgery and one of the patient's leads had high impedances. As such, the full system was explanted and replaced to address the issues. The investigation did not determine which lead had high impedances.